Manufacturer narrative:
D.2. Medical device type: one additional code applies, jka e.1. Initial reporter phone number: (B)(6) g.5. PMA/510(k)#: one additional code applies, k213670 h.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm)was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube, a broken piece of glass or plastic was found inside the used tube. No impact was reported.